Event description:
After surgeon cut the strings that released the clip from the handle the clip did not release. Another atriclip was opened to complete procedure manufacturer response for laa exclusion system, atriclip (per site reporter): manufacturer provided rga# and rep picked up device for evaluation.